Event description:
It was reported that visible air bubbles were observed. After transseptal, air bubbles were exhibited when aspirating the faradrive steerable sheath clear while inserting the farawave catheter. When there was no device in the sheath, aspiration was normal. Attempts were made to clear the air bubbles multiple times via a 15cc syringe but was unsuccessful and the air bubbles could not be cleared. It was suspected that the previously damaged versacross connect dilator caused damaged to the sheath valve. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the outer valve center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that visible air bubbles were observed. After transseptal, air bubbles were exhibited when aspirating the faradrive steerable sheath clear while inserting the farawave catheter. When there was no device in the sheath, aspiration was normal. Attempts were made to clear the air bubbles multiple times via a 15cc syringe but was unsuccessful and the air bubbles could not be cleared. It was suspected that the previously damaged versacross connect dilator caused damaged to the sheath valve. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis.